Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. The cause and specific details were not provided. Multiple attempts were made to obtain additional information; however, no additional information was obtained.